Event description:
Pt has been forced to take replacement hormones due to the inability to produce normal chemicals responsible for that purpose that are to be produced by the pituitary gland. Possible damage from mulitple electroshock treatments; a highly possible cause due to proximity to application of voltage. The treatments were over a course of years done at hosp.

Event description:
Add'l info received from MFR on 11/01/2002: the voluntary medwatch report forwarded to the MFR appears to be frivolous, as it contains no identifying info for the hospital, the device operator, the location where the alleged event occurred, or the model or serial number of the thymatron. For these reasons, co is unable to answer any of the questions in the letter. Moreover, co has never been contacted by any pt, pt's family, or pt rep claiming to have suffered pituitary damage as a result of treatment with a thymatron device.